Event description:
According to the reporter, during procedure, activation and end tone were heard but sealing was inadequate/partial. The device had never worked. From the first activation on the normal tissue of omentum, it immediately gave a re-grasp alarm. There was no bleeding. No good seals were completed before the problem occurred. The device was cleaned every time it was necessary to clean it after it gets dirty. Another ligasure was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.